Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: brand name ¿ unknown, device info - unknown, initial reporter - name unknown, PMA/510(k) number ¿ unknown, manufacture date ¿ unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "nonunion or delayed union, which may lead to breakage of the implant." Number 2 states, "bending or fracture of the implant." Number 11 states, "inadequate healing."

Event description:
It was reported that patient underwent a hip fracture fixation procedure on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2016 due to nonunion and fracture of the femoral nail at the lag screw junction. The femoral nail was removed and replaced.